Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer can continue using the pump and was advised to call back if the malfunction code reappears.